Event description:
Customer reported "syringe pump running dopamine in a very unstable shock pt suddenly alarmed channel error and stopped". Unspecified medical intervention occurred as a result of the event. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). The device has been received and the eval is pending. A follow up report will be submitted once the failure investigation has been completed.